Event description:
The manufacturer received information alleging an everflo oxygen concentrator was involved in a fire. There was no report of patient harm or injury. The device is not returning to the manufacturer for evaluation. The reporting durable medical equipment (dme) supplier provided photographs of the device. The photographs were reviewed by the manufacturer and confirmed the thermal damage was caused by an external source. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."